Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare provider called to report a right side capsular contracture baker grade iii. The device remains implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade iii/IV.

Event description:
Healthcare professional later reported "the doctor operated on the right side and removed the capsular contracture and re implanted the same implant and the patient later reported rippling on the right side." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.